Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It is reported that the patient experienced pain, erosion of internal tissues, chronic utis following mesh implantation, with bacteremia & urosepsis in (B)(6) 2011.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent gynecological procedure and mesh was implanted on (B)(6) 2006 along with the concurrent procedures transobturator vaginal sling, total vaginal hysterectomy, enterocele repair, perineorrhaphy and labial reduction due to stress urinary incontinence and pelvic organ prolapse. It was reported that patient had caldera t-sling on (B)(6) 2006. It was reported that following insertion the patient experienced vaginal and abdominal pain, urinary incontinence which led patient to use a catheter, dysuria, recurrent uti¿s, e-coli infections, pelvic pain, bowel problems, dyspareunia and emotional distress states symptoms and conditions started about 2008. It was reported that patient was evaluated in or about (B)(6) 2010 for dysuria, in or about 2008 for dyspareunia, urinary incontinence and urinary tract infection, in or about (B)(6) 2010 for abdominal pain, in or about 2011 for pelvic pain, in or about 2012 for bowel problems and e-coli infections. It was reported that patient underwent mesh removal on (B)(6) 2013 due to severe pelvic pain and recurrent urinary tract infection.